Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics came to her house due to her low blood glucose. The customer stated that the date of the last infusion set change was on (B)(6) 2011. The customer stated that her glucose reading was 213 mg/dl at bedtime, and hours later, her glucose level dropped to 25mg/dl. The customer was experiencing unexplained low glucose for the past days. The customer stated that she treated her low glucose with orange, peanut butter, jelly sandwich, and four tablets of glucose. Troubleshooting was performed. The time, date, and programming were correct. The customer stated that there is more insulin in the status screen than the reservoir. Instructed the customer to contact her doctor regarding her low blood glucose. Advised the customer to have the insulin pump uploaded to see if there is any other issue. No further info was provided.